Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3986a, lot# n092489, implanted: (B)(6) 2008, product type: lead. (B)(4). Device mfg date ((B)(6) 2014) is after implanted date ((B)(6) 2014). It is unclear why the dates do not match.

Event description:
A manufacturing representative (rep) reported that the patient had a fall and dislodged one of her leads. The original paddle migrated downward. This occurred approximately 3 weeks ago. It was decided this morning to remove the lead and replace it with a 2x8 lead. The plan was to have the healthcare provider (hcp) take out the lead and extension and start new. They would do a direct connect. The problem was solved. The patient's relevant medical history includes complex regional pain syndrome (crps) type ii and non-malignant pain.